Event description:
It was reported that during an unk procedure, the device did not function properly after the system check. The blade was eventually broken off after a few actuations. The broken piece, which was retrieved was discarded. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/1/2009. Info anticipated, but unavailable at this time.